Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The pateint doesnt have sufficient subcutaneous tissue where set is inserted. The infusion set has been used for 1 day. The patient went to emergency room and got hospitalized on (B)(6) 2026 to (B)(6) 2026. The duration of hospitalization was more than 24 hours. The blood glucose was 400mg/dl at the time of event and the patient got treated with manual injection. Patient exprienced the symptoms of vomiting at the time of the event.the patient was tested positive for ketones. No further information available.